Event description:
It was reported that the patient underwent a rezum water vapor therapy procedure without device performance issue or patient complications. A total of three injections were delivered on the right lobe and the left lobe, with minor bleeding observed in each case. No injections were performed on the middle lobe. Two months after the procedure was performed, the patient began to experience frequent urination and was treated with medication (unpacified). No further patient complications were reported.